Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent nocturnal low glucose readings, including an overnight episode with continuous low glucose for approximately seven hours, after going to bed around 120 mg/dl; low glucose alerts were received and carbohydrates were consumed, and the agent advised follow-up with training regarding potential sleep target adjustment. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no hospitalization, no professional medical intervention, and no need for assistance. Investigation included complaint intake, troubleshooting, and user education. Investigation of this case revealed an adverse event of hypoglycemia with an unclear cause, without evidence of device malfunction or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.